Event description:
Additional information received per the medical records indicate that the patient has a history of morbid obesity, type 2 diabetes mellitus, high blood pressure, obstructive sleep apnea with CPAP machine that she uses intermittently, dyslipidemia, venous insufficiency, gastroesophageal reflux disease, arthritis, dyspnea on exertion, stress bladder incontinence, gastric bypass surgery (one week after the index procedure), tonsillectomy, oophorectomy for benign tumor and genital herpes. The patient also reported a history of hypertension, venous insufficiency and hypercholesterolemia.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a4, a5, b4, b5, b6, b7, g3, g6, h1 and h2. As reported a patient underwent placement of a trapease vena cava filter. The report indicated that the filter subsequently malfunctioned and caused filter fracture. The patient reported becoming aware of the event approximately twelve years and nine months post implant. The patient also reported fear, worry, sleeplessness and sharp pain inside due to the filter. According to the medical records approximately twelve years and seven months post implant an abdominal computed tomography (CT) scan was done to evaluate the filter. The report noted the cephalad apex of the filter extends approximately 1.3 cm above or cephalad to the renal arteries and the inferior apex extends approximately 1.5 cm caudal to the renal veins. The cephalad apex nearly extends into the hepatic ivc. There is no significant tilt demonstrated. There is question of a fractured strut along the right posterolateral aspect involving the inferior portion of the inferior vena cava filter. No convincing evidence for dislodgement of fractured strut. There is no convincing evidence for filter strut perforation. No evidence of inferior vena cava stenosis as visualized. Additional information received per the medical records indicate that the patient had a history of morbid obesity, type 2 diabetes mellitus, high blood pressure, obstructive sleep apnea with CPAP machine that is used intermittently, dyslipidemia, venous insufficiency, gastroesophageal reflux disease, arthritis, dyspnea on exertion, stress bladder incontinence, gastric bypass surgery (one week after the index procedure), tonsillectomy, oophorectomy for benign tumor and genital herpes. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the reported event has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported fracture could not be confirmed or further clarified. Anxiety is an emotion characterized by an unpleasant state of inner turmoil, often accompanied by nervous behavior, somatic complaints, and rumination. The physiological symptoms of anxiety may include, but are not limited to neurological, respiratory, cardiac, muscular, and cutaneous. Pain and these symptoms of anxiety do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that approximately twelve years and seven months after the index procedure an abdominal computed tomography (CT) scan was done to evaluate the filter. The images revealed: evidence of degenerative disc disease, evidence of previous gastric bypass, colonic diverticulosis and significant diffuse hepatic attenuation which may be associated with steatosis or hepatocellular disease, there is evidence for hepatomegaly. In reference to the filter the cephalad apex of the filter extends approximately 1.3 cm above or cephalad to the renal arteries and the inferior apex extends approximately 1.5 cm caudal to the renal veins. The cephalad apex nearly extends into the hepatic ivc. There is no significant tilt demonstrated. There is question of a fractured strut along the right posterolateral aspect involving the inferior portion of the inferior vena cava filter. No convincing evidence for dislodgement of fractured strut. There is no convincing evidence for filter strut perforation. No evidence of inferior vena cava stenosis as visualized. Inferior vena cava thrombosis cannot be evaluated on this non-contrast exam. Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture. The patient became aware of the reported event approximately twelve years and nine months after the index procedure. The patient reported that they continue to experience fear, worry, sleeplessness and sharp pain inside due to the filter.

Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The report indicated that the filter subsequently malfunctioned and caused filter fracture. The patient reported becoming aware of the event approximately twelve years and nine months post implant. The patient also reported fear, worry, sleeplessness and sharp pain inside due to the filter. According to the medical records approximately twelve years and seven months post implant an abdominal computed tomography (CT) scan was done to evaluate the filter. The report noted the cephalad apex of the filter extends approximately 1.3 cm above or cephalad to the renal arteries and the inferior apex extends approximately 1.5 cm caudal to the renal veins. The cephalad apex nearly extends into the hepatic ivc. There is no significant tilt demonstrated. There is question of a fractured strut along the right posterolateral aspect involving the inferior portion of the inferior vena cava filter. No convincing evidence for dislodgement of fractured strut. There is no convincing evidence for filter strut perforation. No evidence of inferior vena cava stenosis as visualized. Incidental findings noted degenerative disc disease, evidence of previous gastric bypass, colonic diverticulosis and significant diffuse hepatic attenuation which may be associated with steatosis or hepatocellular disease, there is evidence for hepatomegaly. The indication for the filter placement, procedural details and patient medical history have not been provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the reported event has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported fracture could not be confirmed or further clarified. Anxiety is an emotion characterized by an unpleasant state of inner turmoil, often accompanied by nervous behavior, somatic complaints, and rumination. The physiological symptoms of anxiety may include, but are not limited to neurological, respiratory, cardiac, muscular, and cutaneous. Pain and these symptoms of anxiety do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to, filter fracture. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter-fractured - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, ¿filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. Possible long-term complications associated with filter implantation include, but are not limited to, the following: filter obstruction, filter perforation of the vena cava wall, filter migration, filter fracture, recurrent pulmonary embolism.¿ without images available for review the reported event could not be confirmed or further clarified. Since no lot number was provided a phr could not be generated. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter fracture. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.